Event description:
The customer reported a diluted blood leak from the manual probe on the coulter lh 750 hematology analyzer station. The leak was approximately 1 to 2 ccs and was contained within the instrument. The fluids associated with this leak may be diluent or blood while in operation and cleaner while in shutdown. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment attributed are associated with this event. Patient results were not affected by this event. The customer did not review the msds; however, the facility does have a risk management/exposure control plan in place. Field service engineer (fse) found the overflow cause was from the probe rinse block not draining. The fse further investigated the event and found the top of the vc13 chamber was blown off by pressure inside the chamber too high. The seal had weakened over time and allowed the fluid to escape. Fse replaced the vc-13 chamber and resolved the issue. Service activity is verified to meet specified requirements per established procedure. Results met published performance specifications. The cause of the event was weakened seal on vc-13 chamber.

Manufacturer narrative:
(B)(4).